Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Transmitter voltage test was performed and passed. Bluetooth test was performed and failed due to disconnection from transmitter. There was no share log available to confirm that a transmitter failed error occurred. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.